Event description:
Per the physician, the patient was explanted in 2009, due to a chronic infection.more information has been requested, but was not available at the time this report was filed the following month.